Event description:
It was reported that pump had a crack near charging port. There was no reported impact to the customer¿s blood glucose level. Customer declined further technical support, no additional troubleshooting was completed, and case was documented and closed with no further actions taken.